Event description:
Equipment performance is a factor in this event: the ventilator arm that holds the tubing was found below the level of the bed. It had moved without staff moving the arm and was not positioned appropriately. The bed rotates side to side continuously. The bed movement with the vent arm instability could have resulted in an abrupt movement of the vent tubing causing the extubation. The bed type is hill rom model i123. The ventilator viasys healthcare model vela. The arm on the ventilator that holds the pt breathing circuit slowly drifts down. The arm has a large hand knob, where it is attached to the vent. After the event I verified this arm drifts down event when I tighten the knob with both hands.